Manufacturer narrative:
The information was provided by legal. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report; not returned.

Event description:
As reported: "dr. (B)(6) stated patient complained of pain from total hip. Dr. (B)(6) determined a hip revision was required. Dr. (B)(6) explanted the femoral head and replaced it with a universal v40 taper adapter sleeve (6519-t-100, lot: 45631002) and 36mm biolox delta universal taper femoral head (6519-1-046, lot: 58617801)". Update 19-jul-2018: information received from legal "it was reported by the attorney, through the filing of a lawsuit, that the patient underwent a right total hip arthroplasty on (B)(6) 2009 where she was implanted with a stryker hip system. It is further alleged that the patient's right hip had to be revised on (B)(6) 2017 due to excessive levels of chromium and cobalt revealed in bloodwork".